Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged malfunction (fill estimate) could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate. Additionally, it was reported that an occlusion alarm occurred. Blood glucose was approximately 110 mg/dl. Customer cleared the occlusion alarm to address the event. Reportedly, customer reverted to manual injections for insulin therapy.